Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that prior to the injection, the operator pressed the "p" on the powerhead to check for patency. Reporter is indicating that once he pressed the patency, the injector injected both the contrast and saline, and did not try to stop it. The reporter had the injector programmed for 2ml/sec, a side 20ml and side b 35ml saline. Reporter stats that patient was connected at the time, not injured but they had to reschedule the exam. Since this occurred, customer has used the injector but not using the patency function. Reporter also states that there was no results screen on the injector after this had occurred.